Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument was not responding to surgeon at the console, despite reseating the drape. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument remained static. A backup instrument was used to continue with procedure. There was no injury reported to the patient. Issue was believed to have happened during the last procedure where the instrument was engaged on system sq0390 on date (B)(6) 2025. There were no signs of thermal damage noted nor arcing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. No additional actions are currently required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings).